Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there appeared to be a problem with the order end time, resulting in the messages not being processed. The end date was either left blank on your end, which defaulted to this, or there was some other error present. A technical support specialist recommended that the customer contact the interface team for assistance. Subsequently, the interface team addressed the issue, and the database successfully received the hl7 messages. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the bd pyxis medstation system, the messages were not crossing and the nurses were unable to pull medication from the pyxis. The customer stated that the patient was set to receive 800 mg of magnesium oxide on (B)(6) 2025, at 15:00. It was confirmed that 24 tablets were present in the hmnvtelpx1 pyxis system. Both the mnemonic in the pyxis and the patient's profile were checked for accuracy, and the pocket was not in a failed status at that time. This issue had previously occurred. This incident resulted in a delay in dispensing medication to the patient, and there was no patient harm. There were no adverse events or injuries reported based on this event.